Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user had cut the wafer stoma opening into an oval shape to fit her stoma. She smoothed the opening with her fingers so there were no rough or jagged areas. On (B)(6) 2020, when she was active and bending, the wafer stoma opening had cut into the right side of her stoma. She was unable to estimate the size of the cut. Reportedly, the cut caused bleeding. The amount of bleeding caused the urine in the pouch to be a red color. She changed the appliance and the issue resolved in 3-4 minutes. She saw her surgeon who told her she needs to cut the wafer stoma opening larger which she was doing. The doctor said she was cutting too small for her stoma size. Her stoma measured 22 x 25mm. And her wear time was 7 days. There were no prescriptions or other interventions provided by her surgeon. She did not take any blood thinners and did not cut outside the cutting guide. No photo is available at this time.

Manufacturer narrative:
Correction (g1) - contact office address: dr. (B)(6). On (B)(6) 2021, a batch record review was performed for lot 0g00936. The lot 0g00936 was manufactured on (B)(6) 2020 in the minilink #3 manufacturing line, with a total of (B)(4) mku. Based on the review carried out, all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom. The process was run according to the applicable process instruction. Batch record review carried out supports that no issues related to the problem were identified. In addition, a complaint search for lot 0g00936 and malfunction code ost-pmc23.03 no malfunction based on complaint information was carried out and as a result, no additional complaints were found; therefore, no trend for this lot is observed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.